Event description:
It was reported that two arms of the filter were detached. The doctor successfully removed the filter and discarded it. The two arms remain implanted and no procedure scheduled to remove them. Doctor is comfortable that these arms are well anchored. One arm is at the right inferior pulmonary artery region. One arm is close to the right atrium. The pt is asymptomatic.